Manufacturer narrative:
A device service history review was performed and revealed that the unit was manufactured in 2015 and no similar events were reported. Despite follow-up attempts to gather information about the customer¿s cleaning and disinfection procedures and usage methods, no information was made available. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures. These actions have been implemented over the past few years through dedicated CAPA. The risk is in the acceptable region. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There is no report of any patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the 3t heater cooler, the event occurred in south korea. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a 3t heater cooler resulted positive to bacterial contamination. There is no report of any patient injury.